Event description:
The user facility reported that the angio-seal device was properly clicked into place; however, it pulled out of the vessel without catching the edge of the artery. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09jan2024: the procedure performed prior to use of the device was a stroke. The sheath size was an arrow 8 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual pressure. The patient was as stable as a stroke patient can be. The blood loss was less than 10cc's. No equipment or other devices were used with the device involved.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for produce evaluation the returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in rear lock position. The anchor was found posted at the tip of the sheath. No other damage or issues with the device were noted. Functional testing was performed by pulling on the posted anchor. All internal components were able to be deployed properly. The complaint was confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been shifting of the sheath out of the artery during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).